Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 4:37am); it is not know if the patient typically tests this early in the morning. The patient reportedly obtained blood glucose readings of "233mg/dl" with the subject meter and "111mg/dl" with a onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's testing frequency and typical blood glucose range are not known. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr's documentation, in response to the alleged meter issue, the patient reportedly consumed more food throughout the day; it is not clear if the patient's action is in response to ultramini meter. Per csr notes, six hours after the alleged issue occurred, the patient reportedly developed symptoms of shaking, headache, dizziness, nausea, blurry vision, and was cranky. The patient's blood glucose reading (with the subject meter) prior to/ during the onset of her symptoms is not known and it is not clear if the patient correlated her reading with a high or low blood glucose. The patient denied receiving any form of treatment after the alleged issue occurred. It is not known when the patient's reported symptoms abated. During troubleshooting, the csr confirmed the patient was using the proper testing technique, she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Although, it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.